Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# 0206618874, implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was indicated the patient experienced a few withdrawal symptoms like more spasticity and itching. It was reported the patient was okay and felt very good. Additional information was received. It was stated the hcp injected into the access port of the pump and suspected there was a kink or occlusion of the catheter, therefore they decided to replace the distal part of the catheter (pump side). This was identified via catheter access port (cap) aspiration in the operating room during the pump replacement on (B)(6) 2019. The issue resolved after the hcp replaced the distal part of the catheter. Contributing factors to the issue were unknown. It was indicated the hcp thought there was no need to send the pump for analysis, as it was the last year of the pump and it wasn't critical for them. The catheter would not be returned as the hcp through it away and didn't ask to send it for analysis.

Manufacturer narrative:
Product ID neu_unknown_cath, lot# unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated the a pump replacement occurred on (B)(6) 2019 and the event resolved. The pump w ould not be returned for analysis. When prompted for a reason for no return, it was stated "it seemed that there was a block on the catheter which caused the pump to stop. Also, the pump eri was in 7 months from now."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (1000 mcg/ml at 270 mcg/day) via an implantable pump for an unknown indication for use. It was reported a pump alarm and symptom return occurred. The logs were viewed, and it was seen that a motor stall occurred. The event date was reported to be (B)(6) 2019. The pump would be replaced with a new pump; surgical intervention was planned, but was not yet scheduled. The pump status was implanted - out of service. The issue was not resolved. The patient status was alive - no injury. When prompted for contributing factors to the event, the response was "n/a." Further complications were not reported. Pump logs from an interrogation on (B)(6) 2019 at 10:24 were provided. Motor stall occurred on (B)(6) 2019 at 07:43, recovered on (B)(6) 2019 at 19:14, and another stall occurred on (B)(6) 2019 at 22:54. There was no recorded recovery.